Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 300296 to investigate for this record. Visual examination of the photos it was identified that the in one lot of discardit 20ml syringes, bd included by error a shelf carton of reference 301783 discardit 10ml. As a result, bd was able to verify the reported issue. Revision of the batch history records confirmed that the mixed lot of discardit 10ml was manufactured in production line 9. This production line is allocated next to production line 10 where discardit 20ml is manufactured. These two secondary packaging machines are managed by the same operator. For that reason, bd has concluded that the reported issue occurred due to a failure of good manufacturing practices, this operator introduced syringes of lot #1905182 in a box of 20ml lot, producing the reported issue. DHR showed no indication of the alleged defect.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found mixed with other product before use. The following has been provided by the initial reporter: we received a cardboard box of the bd product 300296 but inside, there was at least one box of another device, ref. 301783, lot 1905182. We don't have anymore the cardboard box so I can't tell if all the cardboard box is affected or if there was only one box. For now, we got only one complaint for one box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found mixed with other product before use. The following has been provided by the initial reporter: we received a cardboard box of the bd product 300296 but inside, there was at least one box of another device, ref. 301783, lot 1905182. We don't have anymore the cardboard box so I can't tell if all the cardboard box is affected or if there was only one box. For now, we got only one complaint for one box.